Event description:
During a standard procedure, a dental electrical handpiece go hot and burned pt on left cheek. There was no medical care necessary, pt has been told to do salt water rinses.

Manufacturer narrative:
During a standard procedure, a dental electrical handpiece got hot and burned pt on left cheek. There was no medical care necessary, pt has been told to do salt water rinses. The analysis of the handpiece showed that the bearings of the head are binding and coming apart, hence they have a limited rotation which causes the head to heat up. (B)(4).